Event description:
During a dressing changed the catheter was noted to be twisted and no sutures were present in either of the hub holes. The line was untwisted and a dressing and extra tape was applied to keep the line flat. Later the patient was out of bed. A family member lifted the patient up and there was a slight tug on the line. The staff was notified that the line "came apart".

Manufacturer narrative:
The 8f x 18cm hemo-cath was received for evaluation and was forwarded to the device contract manufacturer for investigation. A full review of hemo-caths manufacturing processes was done. Nothing out of specification was found. The issue is considered not related to the manufacturing process. It appears the catheter lumen may have been stressed beyond the design capabilities.